Manufacturer narrative:
Clarification to d4 catalog #: saline device was received in the lab with a catalog number of "mcghan 300cc". There was no lot number. Clarification to d6a implant date: as noted in h11 additional MFR narrative of the initial medwatch, the partial implant date was provided as "over 20 years ago". The 1/jan/2025 date submitted in d6a of the initial medwatch was an error and has been removed in this medwatch. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed two openings through microscopic inspection assessed as fold flaw opening and observed delamination of diaphragm valve through microscopic inspection assessed as adhesive failure. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, wear abrasion and non penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued d6a: implanted "over 20 years ago". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted and it is unknown if it was replaced. Device will be returned.